Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, hardness, pain, and elevation.

Event description:
Healthcare professional reported left capsular contracture baker grade IV, left sided hardness, pain, and elevation. Device remains implanted.

Event description:
Healthcare professional reported left capsular contracture baker grade IV, left sided hardness, pain, and elevation. Also reported "fibroadenoma in the left breast" which was determined to be not device-related. Device has been explanted.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure, capsular contracture, and malposition: unable to confirm as it is a medical event not related to the device. Additional observations: yellow particles observed on the surface of the shell. Crease fold observed. Wear abrasion observed. Broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. No further actions are required as the device was implanted."

Event description:
Device has been explanted.